Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt started experiencing pain at the implantable neurostimulator site, lower back and right leg approximately 4 weeks ago. The pt had seen a chiropractor but it was recommended to see their healthcare provider because the device therapy could possibly be contributing to this pain. Additional information has been requested, but was not available as of the date of this report.